Event description:
It was reported that the device will not boot up. The tech recommended replacing the logic board. There was no patient involvement.

Manufacturer narrative:
Technical support (ts) performed troubleshooting over to determine unit not booting up. Ts suggested to replace logic board and return unit to the factory for repair. A serial number was not provided; therefore, a review of the device history record cannot be performed. H3 other text : over the phone troubleshooting.

Manufacturer narrative:
The affected devices have not been received. Technical support performed an evaluation and recommended to replace the logic board. A follow up report will be submitted once the investigation results including device history review is completed.

Event description:
It was reported that the device will not boot up. The tech recommended replacing the logic board. There was no patient involvement.